Event description:
It was observed that during the device evaluation, the rigid video scope exhibited minor scratches on distal edge and stains under the light guide cover glass. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the following reportable malfunctions were identified during the device evaluation: minor scratches on distal edge and stains under the light guide cover glass. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: friction problems and inappropriate material. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.